Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that during priming insulin squirted out and the customer has been experiencing high blood glucose readings of 485 mg/dl. Customer has treated with the insulin pump. Customer mentioned that they once woke up with blood glucose readings of 565 mg/dl. Customer declined troubleshooting. Customer's blood glucose reading at the time of the call was 120 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.